Event description:
It was reported that the patient¿s lead was damaged during the explant procedure. Portions of the tined lead were left behind and the manufacturer representative didn¿t know much at this point and was going off an email sent to them from a health care provider (hcp). It was noted that the patient had the device placed in 2008 and had the device and wire removed in 2013. During the procedure part of the wire broke and was left behind at the time of surgery. It was stated that now the patient wanted to have an MRI of their c-spine and the hcp knew the patient¿s current devices were approved for MRI of the head. The hcp believed the issue with the MRI was the battery and wanted to know if the patient could have an MRI of any body part with the battery removed.

Event description:
It was reported the final removal of the lead occurred on (B)(6) 2014. A kub and fluoroscopy were used to identify the lead. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v076805, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).